Event description:
One month postoperatively, the patient complained of halos in the left eye and difficulty with night driving. The patient's current refraction is 0.50 d, which may be contributing to the halos. No further details were provided. Additional information has been requested from the physician.